Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position. The tubing set was to be used to deliver an unspecified solution. It was reported when the nurse connected the male luer lock of the extension set to the female adapter of the patient's IV catheter. At this time, it was reported that an unspecified volume of blood loss leaked from the clave port of the tubing set. The customer contact reported that the silicone sleeve of the clave port remained in the opened position. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed and if a mating device was connected to the clave port prior to connecting the tubing set to the IV catheter.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.